Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge/infusion set and reverted to manual injections for insulin therapy. Root cause could not be determined as customer resolved the issue prior to contacting tandem technical support. Customer's blood glucose was 340 mg/dl.